Event description:
Suspected fat emboli syndrome. Pt underwent bilateral knee surgery. Post-operatively, pt suffered respiratory problems and was placed on a vent for adult respiratory distress syndrome. Physician believes pt may have suffered from fat embolism related to zimmer autotransfuser. Pt died of respiratory problems. No autopsy performed. Death 11/17/97.